Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level was 203 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.